Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 260 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include ketones and vomiting. The patient was treated with insulin via intravenous therapy.